Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, a lens was implanted. After placement in the capsular bag, a scratch was observed on the optic. The surgery was completed without incident, and the lens remained implanted in the patient. Additional information has been requested, yet no new information received.